Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; mpu (main processor unit) pcb (printed circuit board) assembly was replaced to resolve the issue. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) pcb assembly. It was noted the cable bay was damaged. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported at startup an error message displayed; the programmer remained stuck on the start screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.